Event description:
It was reported that a patient with sick sinus syndrome presented for follow up, the lead exhibited high thresholds. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found normal device characteristics. (B)(4) - sick sinus syndrome.

Manufacturer narrative:
Please retract this report 2017865-2013-04884 the same issue was reported as 2017865-2013-04643.